Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During the implant procedure, an ultrasound revealed the rv lead perforated the patient's tissue which lead to a pericardial effusion. As result, the lead was removed and a pericardiocentesis was performed. The patient received a new system the following day. No additional adverse patient effects were reported.